Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 which occurred on the homechoice (hc) during initial drain; the patient was connected. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extension lines were in use. The supplies had not been damaged by an outlet port clamp or assist device. The patient had initiated therapy prior to connecting. Proper procedures were reviewed. The technical service representative (tsr) explained the message to the home patient and informed him to start over using new supplies. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). On a homechoice hardware device an alarm indicative of a potential malfunction of the disposable cassette was identified. The cause of the system error 2240 alarm was use error. Per baxter labeling, the user is instructed connect to the setup prior to initiating therapy. The cassette was not returned and the lot number is unknown, therefore a device analysis cannot be completed. The reported issue was not confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.